Event description:
It was reported that a remote monitor was used to interrogate an implantable cardiac monitor device that had reached end of service, but the device could not be interrogated and send the patient information. It was noted that the remote monitor was able to successfully interrogate and send transmissions using other devices as well as a test implantable cardiac monitor. The status of the device is unknown. No patient complications have been reported as a result of this event.